Event description:
It was called to report that, the suspect product has been tested, and showed it is not only toxick, but also can kill the pt. The level of lead was reported at 66.76 micro grams. No pt was involved.